Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion d6a: corrected implant date: on (B)(6) 2017.

Event description:
A company representative reported that a patient underwent revision surgery to address the migration of an aviator variable self-drilling screw at left-side c7. During surgery, it was discovered that the locking wing of the aviator three-level plate was fractured at that same level. This report captures the aviator variable self-drilling screw.

Event description:
A company representative reported that a patient underwent revision surgery to address the migration of an aviator variable self-drilling screw at left-side c7. During surgery, it was discovered that the locking wing of the aviator three-level plate was fractured at that same level. This report captures the aviator variable self-drilling screw.